Manufacturer narrative:
Additional analysis found the lead was dissected and found the inner insulation was abraded at 24.5 cm to 25.1 at the middle location of the lead. The exposed inner coil in that location could have caused the reported noise anomaly.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted during a procedure for an upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.